Event description:
Report received from the USA regarding a motor device in which the device was "heating up" during an ear, nose and throat surgery. No delays in the surgical procedure were reported as the actual device was used to complete the surgery successfully. No injuries or medical intervention were reported. No additional information was available.

Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and the reported condition was not duplicated. The reported condition was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).